Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information and successfully completed the reset independently before contacting support. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.